Event description:
It was reported to philips the customer requested a quote for replacing the ac main power connector. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Philips was unable to confirm if there was a malfunction or not, therefore, we are considering this to possibly be a malfunction.